Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the ball came off the bur during a transnasal procedure. The ball tip of the bur broke off and got detached. It was noted that this was the first time the device was used. There was no patient impact.